Event description:
During an unspecified treatment procedure, the maverick2 monorail 15/3.0 mm balloon ruptured at six atms on the first inflation. The lesion being treated was a moderately tortuous lesion in the mid right coronary artery. It is noted that resistance was met with insertion of the device. The maverick2 monorail balloon was removed and replaced with another balloon to complete the procedure.